Event description:
Boston scientific received information that at a normal follow up visit there were 5.4k ventricular tachycardia (vt) stored episodes which was not real vt. The episodes are occurring at various times of the day. Device reprogramming was performed and the issues were resolved. Subsequent details were received stating a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.